Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had getting a long beep and delay and when capturing images. The event had occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: g3, g6, h2, h6, h11. The customer contacted olympus technical assistance support via phone. Olympus technical assistance support provided remote troubleshooting and instructed customer to confirm the following setting: confirm exam light is off, go to menu -adv menu -system setup -system - change release time tab s and h to .5 for all 4 options and save changes. Customer confirmed that the release time for s was set to 2 seconds, made changes to the recommended setting, saved changes, and after tested it and the issue was resolved. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.